Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced connection issues between the pump and the transmitter. No additional patient information was available. Reportedly, the pump successfully regained connection.